Manufacturer narrative:
Updated blocks: h6 and h9. The reported complaint was confirmed. Per the field service representative (fsr) the unit had been in storage and the charging schedule not followed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The fsr replaced the batteries. The unit operated to the manufacturer's specifications. Per fsr, the customer will recycle the battery since there was no problem with it, it was just old.

Event description:
During installation of the device, the field service representative (fsr) reported that the batteries were drained. There was no patient involvement.